Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports that when he was injecting insulin into his stomach, the needle detached from the syringe and was left inside his stomach. The customer called the hospital five minutes after the incident happened and they advised him to visit the hospital. The customer went to the hospital on (B)(6) 2011, the same day of the incident. The doctor could not initially locate the needle and took the customer to a live x-ray while in surgery. Once the needle was located, the doctor proceeded with the surgery to remove it. Needle was removed successfully and the customer received steri-strips for the affected site. The customer was admitted to the hospital for one day and has not returned to the hospital since the initial hospitalization period. He is recovering at home and reports he is feeling fine and recovering well, with no further impacts reported.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.